Manufacturer narrative:
The recipient is reportedly doing well.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced recurrent infections that did not resolve with antibiotics. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly experienced retro auricular trauma. The recipient's implanted area opened and secretion was noted. The implanted area was drained and infiltrated with gentamicin.

Manufacturer narrative:
Additional details regarding treatment were not provided. The external visual inspection revealed the electrode was severed near the array and sliced near the fantail and electrode ground ring prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.